Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the implant started to migrate towards their spinal cord and is causing them a lot of pain. The patient stated the migration started in (B)(6) of 2017. The patient mentioned they wanted the device and leads removed. No further complications were reported.